Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl during normal use and 111mg/dl at the time of the call. The customer treated for the low blood glucose with glucose tabs and food. Troubleshooting found that the customer did not change the date and time after the new year and the bolus' being delivered were not correct. The customer was assisted with troubleshooting and the customer stated that the drive support cap was normal. Customer indicated that they were having issues with priming and that insulin squirted out during prime and customer indicated that the issue was resolved by a complete set change. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.